Event description:
The lay user/patient contacted lifescan on august 3, 2006 and alleged that his one touch profile meter had a power button issue. The medical specialist (mas) spoke with the patient on the same day and obtained further information. The patient informed the mas that the subject meter "sometimes works and sometimes does not". He also mentioned that at times, the meter does not turn on. The patient tests his blood glucose twice a day and is on a set insulin regimen (30 units in the morning and 25 units in the evening-insulin type not provided). The mas verified with the patient that there was no trauma to the meter. In 2006, the patient had tested in the morning (exact time not provided) on the reported meter and obtained a result of 135 mg/dl. He administered his set amount of morning insulin (30 units). That afternoon, the patient felt "lousy". He attempted to test his blood glucose on the subject meter, but was not able to test due to the power issue. He then went to the emergency room, where the ER meter result was 270 mg/dl. He was given 30 units of insulin (type not provided and felt better. The patient did not attempt to test on the meter again that evening. At the time of troubleshooting, it was verified that this was not a new meter. The functionality of the power was reviewed/verified with the patient. However, the issue was not resolved. This complaint is reported because the meter failed to function at the time the patient felt "lousy" and was givin insulin at the hospital. The meter issue was not resolved. A replacement meter was sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.